Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 901325,901326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. (B)(6) 2015, other (please describe) - CT of the abdomen. Essure confirmation test result: other (please describe). Devices present in tubes. Concurrent conditions included type 2 diabetes mellitus, hypertension, anemia, gout, gestational diabetes, asthma, hypertension, intracranial hemorrhage, backache, dysuria, photophobia, neck pain, numbness of extremities, pain in hip, throat pain, dyspnea, pain ankle and foot pain. Concomitant products included ferrous sulfate for anemia, beclometasone dipropionate (qvar) and salbutamol for asthma, lurasidone hydrochloride (latuda) for bipolar depression, lamotrigine and risperidone for bipolar disorder, ethinylestradiol; levonorgestrel (aviane) for birth control pill, amlodipine and labetalol for blood pressure high, docusate sodium (colace) and trazodone for depression, glipizide, insulin glargine (lantus) and metformin for type 2 diabetes mellitus as well as ibuprofen, insulin, lisinopril, oxycodone hydrochloride;paracetamol (percocet), salbutamol sulfate (albuterol sulfate) and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In (B)(6) , the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), pelvic pain ("pain/pelvic area") and back pain ("pelvic back pain"). The patient was treated with surgery (laporascopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown, the genital haemorrhage, pelvic pain and back pain had resolved and the abdominal pain had not resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient continues to experience these symptoms and is currently exploring her options for the removal of the essure device. The left fallopian tube had 3 coils outside the tube after placement of the essure coil. The right had 1 coil in the uterus outside the tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, lower back pain, menorrhagia, migraine, pelvic pain, dysmenorrhea, dyspareunia. Lot number:901325, manufacture date:2011/09, expiration date: 2014/09. Lot number:901326, manufacture date:2011/09, expiration date: 2014/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2018: quality-safety evaluation of ptc incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 901325,901326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. On (B)(6) 2015, other (please describe) - CT of the abdomen. Essure confirmation test result: other (please describe). Devices present in tubes. Concurrent conditions included type 2 diabetes mellitus, hypertension, anemia, gout, gestational diabetes, asthma, hypertension, intracranial hemorrhage, backache, dysuria, photophobia, neck pain, numbness of upper arm, pain in hip, throat pain, dyspnea, pain ankle and foot pain. Concomitant products included ferrous sulfate for anemia, beclometasone dipropionate (qvar) and salbutamol for asthma, lurasidone hydrochloride (latuda) for bipolar depression, lamotrigine and risperidone for bipolar disorder, ethinylestradiol;levonorgestrel (aviane) for birth control pill, amlodipine and labetalol for blood pressure high, docusate sodium (colace) and trazodone for depression, glipizide, insulin glargine (lantus) and metformin for type 2 diabetes mellitus as well as ibuprofen, insulin, lisinopril, oxycodone hydrochloride;paracetamol (percocet), salbutamol sulfate (albuterol sulfate) and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), pelvic pain ("pain/pelvic area") and back pain ("pelvic back pain"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown, the genital haemorrhage, pelvic pain and back pain had resolved and the abdominal pain had not resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient continues to experience these symptoms and is currently exploring her options for the removal of the essure device. The left fallopian tube had 3 coils outside the tube after placement of the essure coil. The right had 1 coil in the uterus outside the tube.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, lower back pain, menorrhagia, migraine, pelvic pain, dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Lot number added. Concomitant medication and condition added. Events perforation (fallopian tube(s), abnormal bleeding (vaginal), menorrhagia, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain/pelvic area, pelvic back pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.